Event description:
The customer contacted stryker to report that their device failed to sense the patient's load when electrodes were appropriately attached. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed a clinical review regarding the reported issue. Device use may have contributed, defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to sense the patient's load when electrodes were appropriately attached. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.